Event description:
The customer reported that the device is defective and it would not cauterize tissue. There was no patient injury. The customer has no additional information regarding the device or incident.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found no defects. The customer reported that the device was defective and would not cauterize. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed; and no entries pertinent to the customer's report were noted.